Manufacturer narrative:
The subject device was manufactured in september 2022 based on the three-digit lot number. Therefore, 01sept2022 was selected. The device was returned to olympus, during testing and inspection the customer¿s complaint was confirmed. They performed a visual inspection upon the received condition and found the connecting tube; both sides of the grey lock levers and metal clips were detached and missing from the reprocessor (orange) plastic connector side. The missing/detached metal clips and lock levers were not returned for evaluation. Additionally, the following was also found: scratches noted on the outside of the tube and the metal connector. The device history record was unable to be reviewed for this device since the full lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that external stress was applied to the lock lever of the connecting tube, which broke the lever and the tube was unable to be connected. The cause of external stress may have been from the user applying force toward incorrect direction. The user can detect the event by conducting inspection as follows per the instructions for use (IFU): "preparation and inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during installation the clip broke off. There were no reports of patient harm associated with this event. The first event is reported under patient identifier (B)(6) (this report). The second event is reported under patient identifier (B)(6).